Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted under general anesthesia on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.